Manufacturer narrative:
Philips has investigated this complaint. Customer reported that system is not booting up and completely down. The philips engineer could not confirm the reported issue as the quotation has been cancelled by the customer and no service has been provided from the philips.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.